Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The adapt graph confirmed the unloaded voltage and loaded voltage was within specific range. Rewind functioned properly and no unexpected loud motor noise during rewind, drive/motor anomaly, low battery alert, low battery alarm, or power loss alarm noted during testing. Device was received with cracked select button keypad overlay, stained keypad overlay, missing display window cover, broken belt clip rails, serial number label faded, scratched case, pillowing keypad overlay, case cracked behind the device near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump is grinding when the customer rewinds the pump during the rewind process. Customer declined to provide their blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.